Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-01722. It was initially reported to boston scientific corporation on january 15, 2009 that two ng enteral wallstents were used during a duodenal stenting procedure. According to the complainant, during insertion of the wallstent into scope the physician could only advance the device half way through the scope when resistance was encountered. The physician removed the device and noted a kink just proximal to the beginning of stent. Attempted use of a second wallstent had the same results. The physician obtained a larger scope, and a third wallstent to complete the procedure. No patient complications were reported as a result of this event. This event has been deemed a reportable event based on the investigation results; sheath damage.

Manufacturer narrative:
Visual examination of the returned device revealed the outer sheath was stretched and bunched in several locations along its length. The damage to the shaft is indicative of excessive force having been applied to the device. A severe kink was present in the outer sheath approximately 19.0 cm proximal to the distal edge of the tip. No issues existed with the profile of the tip. The stent was fully crimped into the device. The cause of this event is likely due to anatomical/procedural factors encountered during the procedure. Device history record (DHR) review found no anomalies with this lot. Lot history review did not identify any additional complaints relating to this issue.